Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was stable with therapy, getting 80% relief. Routine interrogation and impedance check showed electrodes 9-14 are do not use. No programming on that 8-15 lead. It was unknown what factors may have led or contributed to the issue. No actions were taken regarding the issue at patient was stable with therapy, getting adequate relief. No symptoms were reported.